Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was received with normal operating currents. No blank display noted, received with no battery installed. Data analysis: there is no data listed for the dated of (B)(6) 2017 due to pump received without battery installed. The download history file shows data from (B)(6) 2017 through (B)(6) 2017.

Event description:
It was reported via phone call that the customer was off the pump a week or longer prior to their death.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was elevated blood glucose levels. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 48 hours prior to passing. The caller was unsure if the customer was using sensors. The customer had reported a blank display on the pump a few days before they passed. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.